Manufacturer narrative:
Concomitant medical products: ddbc3d4 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right atrial (ra) lead periodically. A possible capture issue was also noted. It was noted the patient's medication may be the cause of the threshold issue. A lead revision has been scheduled. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.